Event description:
The trachesotomy tube cuff leaked air and could not maintain inflation. The device was placed following a tracheotomy procedure. Two days post-op, secretions were observed entering the trachea. The cuff was reinflated and a leak in the inflation system was discovered. The hosp staff resolved the problem by putting a gate clamp on the inflation line. The pt had a chest infection which was treated with antibiotics. The hosp staff felt the device malfunction contributed to the pt's condition.

Manufacturer narrative:
Evaluation of the returned product confirmed a minute air leak from the proximal end of the cuff. Review of the device history records indicated all product was 100% inspected for inflation system integrity and confirmed to be acceptable prior to release. It should be noted that the complaint report indicated the device was not tested prior to use. The device was placed during a tracheostomy procedure.